Manufacturer narrative:
Sample will not be returned for eval.

Event description:
It was reported by the clinician, that there was a leak between the connection of the catheter, and the hub of the 9 fr catheter. As a result, the pt lost a noticeable amount of blood.